Event description:
It was reported to boston scientific corporation on february 13, 2023 that a wallflex esophageal stent was used to treat an approximately 3-4cm gastro-esophageal tumor-like anastomotic stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, when the device was advanced through the patient's anatomy, the distal tip of the delivery system was detached. There was no attempt performed to retrieve the detached tip and the procedure was completed with another wallflex esophageal stent of a different size. There were no patient complications reported as a result of this event. Note: a photo of the wallflex esophageal stent after being removed was provided and it was observed that the tip was detached.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of tip detached.